Event description:
A drainage catheter was placed in the right lower quadrant for abscess drainage. When the time for removal came, the physician cut the anchoring suture, cut the catheter and removed it with difficulty. The locking suture remained in the tissue tract. Patient returned the following day and the remaining fragment was removed under anesthesia and sedation.